Manufacturer narrative:
The technician replaced the four casters to repair the bed.

Event description:
Info received indicates all four casters swivel around when the brake is set but the caster wheels do not roll.